Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely on (B)(6) 2018, multiple auto mode switch episodes, loss of atrial capture with atrial reversion episodes were noted on the pulse generator. The patient presented in clinic that day, the device was reprogrammed. The patient was stable during and after the reprogramming.